Event description:
The customer reported the kv is fluctuating and the image is grainy. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and tightened the camera iris stops, and adjusted the output dosage. System operates as intended. (B)(4).